Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were wondering if the device should lay flat on their butt. They were about 8 weeks from implantation. It sticks out and on occasion they hit it or rub up against it. The patient reported that the therapy had not worked very well for them. Patient said they peed their pants in a store today. Patient said they had tried all the different programs with no success. Patient said they didn't feel any stimulation. During the call patient increased stimulation to where they felt it comfortably in the bicycle seat area. Patient said that they can't really recall when they noticed this but they could see the implant. Patient said top of implant was poking out and the patient would pull up their pants and hit the implant. Patient said the entry point where the lead was inserted wasn't healing very well because stitches got stuck in it and there had been a pocket of pus. Patient had seen healthcare provider (hcp) about this and that issue resolved. Patient had not seen hcp about implant poking out yet but has appointment next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.